Event description:
The baxter service technician reported an infusion pump with failure code 33 found during quality testing. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury age of pt, medication involved or the set up of the infusion device.